Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient reported on (B)(6) 2014 that a fluid leak occurred 4 days after completing treatment. There was a puddle underneath the cassette compartment. There was no infection or patient impact due to leak.